Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the perforation is unknown. However, the patient¿s small ventricle could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After transaortic valve deployment, some bleeding was coming from the access site during closing. No injury to could be seen on echo. The physicians decided to perform a full sternotomy, but they could not find the source of the bleed. After the patient was placed on bypass, and a small hole was found in the septum, believed to be from the pacing wire. The pulmonary artery catheter had also come through that area. Once the chest was opened, it could not be determined exactly where the bleed was coming from. There was a definite disruption in the right ventricle, but also possible perforation in the left ventricle. The physician could not determine the exact cause of the bleeding, or if an edwards device was responsible. The pre-position of the valve was 50:50, but the final placement was 70:30 aortic/ventricular. There was mild paravalvular leak (pvl), but no intervention was required. The patient had a small ventricle, and a pre-existing septal bulge. The poor placement was attributed to the septal bulge. The patient had moderate native leaflet calcification.